Manufacturer narrative:
No further investigation were possible considering the available information. No additional info were supplied from the complaint notifier. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
During a tha procedure, an intraoperative femoral perforation occurred while preparing the femur with the broach, and there is a possibility that the patient was left with postoperative lower limb paralysis. Details are unknown, and it is difficult to obtain any additional information. This information was provided verbally by a surgeon directly to a sales rep during a a conference.